Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Investigation and summary remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:

Event description:
It was reported that a patient underwent a revision procedure due to loosening. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported by the sales rep that the patient had an initial right elbow arthroplasty. Subsequently, is requesting a custom segmental ulnar component that will mate with total humerus for a revision as the ulnar component which is not intact in the patient. It was noted that the patient is a cancer survivor. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The issue was re-opened due to receiving radiographs that showed a malpositioned ulnar component, possible loosening, and radiolucencies around the proximal ulnar component. The reported event was unable to be confirmed due to the reason of the revision being unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.